Event description:
The biomedical engineer (bme) reported that while warming up the multigas unit was not providing any readings. The bme confirmed the unit was connected to power and attempted basic troubleshooting, including checking the power supply, inspecting for loose wires, and verifying there were no kinks in the cables or sampling line. There was no patient harm reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that while warming up the multigas unit was not providing any readings. The bme confirmed the unit was connected to power and attempted basic troubleshooting, including checking the power supply, inspecting for loose wires, and verifying there were no kinks in the cables or sampling line. There was no patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as an attempt to obtain the information was made, but not provided: d10 attempt # 1: (B)(6) 2025 emailed the customer via microsoft outlook for all information in the ni list above: the customer replied that they do not have the requested information.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that while warming up the multigas unit was not providing any readings. The bme confirmed the unit was connected to power and attempted basic troubleshooting, including checking the power supply, checking for loose wires, and verifying there were no kinks in the cables or sampling line. There was no patient harm reported. Investigation summary: an exchange unit was sent to the customer, and the complaint device was returned for evaluation. During testing, the reported issue of "gf-210ra no readings" could not be duplicated. As such, a root cause could not be determined. The total operating hours recorded were 19,548. The reported issue of "gf-210ra no readings" could not be duplicated during testing with mu-651ra and visia2 software, though the pump was noted to be excessively noisy. Nihon kohden will continue to monitor and trend similar complaints. The following field contains no information (ni), as an attempt to obtain the information was made, but not provided: d10 attempt # 1: 06/18/2025 emailed the customer via microsoft outlook for all information in the ni list above: the customer replied that they do not have the requested information. Additional information: b4 date of this report d9 device available for evaluation? G3 date received by manufacturer g6 type of report h2 if follow-up, what type? H3 device evaluated by manufacturer? H6 event problem and evaluation codes h11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that while warming up the multigas unit was not providing any readings. The bme confirmed the unit was connected to power and attempted basic troubleshooting, including checking the power supply, inspecting for loose wires, and verifying there were no kinks in the cables or sampling line. There was no patient harm reported.